Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. The customer reverted to an alternate method of insulin therapy. It was also reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer¿s blood glucose was 118 (mg/dl). No additional patient or event information was available.